Event description:
During PICC placement it was noticed that the stylet was fractured when removed; 2 cm loss of microwire upon removal, presumed to be in patient as foreign body. FDA safety report ID# (B)(4).